Event description:
It was noted the device broke intra-operatively. Fragments were generated but removed easily. The procedure was completed successfully with no delay and the patient status was reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.037.028, lot 9486877: manufacturing site: hägendorf. Release to warehouse date: (B)(6) 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the device was received broken on the laser cut teeth segment on the shaft. No other issues were identified with the returned components of the device. Dimensional inspection of the received device was performed; the shaft diameter of the device was within the specification. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. The complaint was confirmed as the shaft of the device was broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the hex flexible screwdriver broke, however the screw driver did break. It is unknown if there were patient and procedure involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).